Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a non-recoverable fault on the e-100 generator, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse replaced the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The e-100 generator was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. The e-100 generator was installed onto the test system and failed testing. The power led turned red and the bipolar led did not turn on. Cutting and sealing functions were not available on the e-100 generator. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the system experienced a non-recoverable fault on the e-100 generator. Customer stated that they were looking to use the vessel sealer extend (vse) instrument, but the e-100 generator's indicator flashed red. Customer attempted to power cycle the e-100 generator and the system but as soon as the e-100 generator powered back on, the light is red again. The technical support engineer (tse) viewed system logs and no errors were found. The tse asked the customer if they installed the vse into the erbe generator to continue. Customer stated that the surgeon is using a different method at the moment and asked if the vse would work in the erbe generator. Tse informed the customer that the vse instrument will work in the erbe. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.